Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the symptom was verified. The software was upgraded (from f.01.01 to f.01.03) to resolve the issue. The device passed all required testing and remains at the customer site. We are considering this a malfunction resulting from a software malfunction.

Event description:
The customer reported the unit was constantly rebooting.